Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator (ICD) exhibiting under-sensing. Low morphology scores were noted in the monitor zone. No additional intervention has been performed. Patient was stable.